Manufacturer narrative:
Patient information was requested and the customer did not provide.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly test failed, bad temperature sensor lm20 generated the blower temperature too high error.